Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a contralateral leg component (plc201400j/15307877) was deployed just proximal to the left iliac bifurcation. After all endoprostheses were implanted, a final procedural angiograph reportedly showed the left internal iliac artery was occluded. The physician stated that there was significant thrombus around the left iliac bifurcation, and the left internal iliac artery occlusion may have been caused by plaque shift. According to the report, the right internal iliac artery was patent; therefore, the decision was made not to treat the occlusion of the left internal iliac artery. The patient tolerated the procedure, and the physician will continue to monitor the patient.